Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised forced sensor system. The customer's blood glucose level was 59 mg/dl. Low blood glucose level of the customer was treated with the carbs. The customer was assisted with the troubleshooting. The customer also stated that the drive support cap was sticking out. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device passed the displacement test. Device received with motor error alarm during the basic occlusion test due to looser or flush drive support disk. Unable to perform prime test, excessive no delivery test and occlusion test due to motor error alarm. Device received with minor scratched lcd window, cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address number label and cracked reservoir tube lip.